Event description:
The customer contact reported the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. The device was returned to the biomedical department with a note that stated, "s321 malfunction alarm., unable to reset channel." No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device powered on with a s321 (motor error - pmc, left) malfunction alarm code. No additional information was provided.

Manufacturer narrative:
A field service engineer performed initial testing and investigation at the user facility. During testing the device alarmed with a s321 malfunction alarm code and was also noted in the device history. Further testing of the device mechanism using a test device at the service center found the mechanism passed testing. The probable cause of the customer reported s321 malfunction alarm code could not be determined. There was an investigation to address the s321 alarm malfunction for symbiq devices with mechanisms containing mr2 motors. The "pump motor lack of movement" occurs when the motor failed to move when commanded. The investigation status that the probable cause for the s321 with the malfunction subcode "pump motor lack of movement" may be due to a bad encoder or high drive train friction in the mr2 motor. The motor was replaced. This report represents all the information known by the reporter upon query by hospira personnel.